Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away. The cause of death was unknown. The customer¿s high blood glucose was 400 mg/dl at the time of death and low 48 mg/dl. It was unknown wearing or not the insulin pump at the time of death. It was unknown auto mode on the insulin pump was active or not and automatically adjusting insulin delivery during the event. It was unknown if the caller return the insulin pump or not for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Correcting the patient's date of death to (B)(6) 2022 and also the treatment codes to t001 with this report.